Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged blank display, damage to battery compartment, and high bg's found on 11/22/2021. Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, sleep current test, active current test, and self test. Test p-cap and reservoir locked properly into reservoir compartment during testing. No blank display noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Unable to confirm high bg's. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, cracked case (battery tube), cracked battery tube threads, and minor scratches on lcd window. In summary, customer allegation for cosmetic damage was confirmed during visual inspection where cracked case (battery tube) and cracked battery tube threads was noted. Blank display was not confirmed. Unable to confirm high bg's. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Blood glucose reading was unknown at the time of event. Customer current blood glucose was 470 mg/dl. Customer also stated that the insulin pump had a crack and it was not working. Customer was using insulin pump within 48 hours of the reported event. It was unknown whether the customer was using auto mode feature at the time of incident. The insulin pump will be returned for analysis.